Manufacturer narrative:
Device used for off-label indication. The indication the device was used for was mhy. (B)(4).

Event description:
It was reported that the extension had an ¿anomaly¿ and was defective. The device was opened but was not used with the patient. There was no health hazard to the patient.